Event description:
It was reported via repair work order that the caster was broke off the bed due to damaged caster stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.